Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient had their device turned off but the caller told the patient yesterday to turn the device on because the patient was hurting since monday. When they turned the device on the patient was not feeling the stimulation working. The patient has not been able to get the device to work. The patient programmer is able to communicate with the implant and the patient programmer shows the implant is on and they can increase stimulation. However, the patient is not feeling the stimulation working. They got the stimulation all the way up to 0.5 volts but they still could not feel it. They usually cannot even get it to 0.15 without the patient jumping. There was a fall that could be related to the issue. The patient fell in the middle/late (B)(6). The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.